Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-60138, 2032227-2014-60136.

Event description:
It was reported that the customer had a difference between sensor glucose and blood glucose readings. Customer stated that they also received cal errors. Customer was getting a low alert although their blood glucose level was 326 mg/dl. Customer stated that there was an adverse event where the customer had a low blood glucose level of 33 mg/dl and passed out on her desk. Customer's sensor glucose and blood glucose difference are not within an acceptable range. Customer was calibrating 5-7 times a day. Customer was advised to only calibrate 3-4 times a day with stable blood glucose levels. No additional information provided.